Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca) of the right coronary artery (rca). A 3.50 x 28 synergy ii drug-eluting stent was advanced and deployed at rca. However, a proximal edge type b dissection was observed after deploying the device. The dissection was covered with a synergy stent and the procedure was completed. There were no further patient complications, the patient was stable and fully recovered post procedure.